Manufacturer narrative:
Product event summary: analysis confirmed the reported touch screen issue; touch screen found out of specifications, overlay misalignment.

Event description:
It was reported the touch pen had to be placed 2-3 centimeters above selected field / button on programmer screen to activate field. Different pens were tried with the same result. It was also reported the telemetry head was broken. The programmer and rf (radio frequency) head were returned for repair. No patient complications have been reported as a result of this event.